Event description:
It was reported that the pump was removed due to infection; no details were provided. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump was not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).